Event description:
Keel punch broke while removing it.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
Additional narrative: examination of the returned punch confirmed one of the two tab features is fractured. The investigation could not draw any conclusions about the root cause of the fracture; however, user error / misuse could be a contributing factor. In addition, the overall condition of the instruments suggests heavy usage. On (B)(4) 2012, the hhe was revisited. See (B)(4) for all the pertinent details. CAPA (B)(4) was initiated to look into the potential redesign of the product as well. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.